Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No status indicator. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the (B)(6) 2013. During the investigation, the green status led was not flashing, as per the reported fault. The green status led on the membrane was measured and found to have failed. This had resulted in the device displaying no status indicator. The fault could not be replicated when the green status led was replaced. The status leds are tested during h032-014-004 final unit test, the device successfully passed final unit test on the (B)(6) 2013. This would therefore indicate the component failed after dispatch from heartsine. Additionally, the corrosion on the contact collars and on the screws indicates the device had been stored outside the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
No status indicator. There was no patient involved in this event.